Manufacturer narrative:
Results: footboard modules and siderail panels.

Event description:
It was reported by svc report that all the inner and outer siderail panels are cracked. It was further reported that footboard modules needed to be replaced. There was pt involvement, however no adverse consequences are reported.